Event description:
On 10/3/2024, it was reported by a facility representative via email that an ar-1588btb-ib tightrope ii btb would not pass smoothly at all after it was passed through the bone block, the loop, and then the wire loop to pass through the tightrope mechanism. The wire ended up breaking, so a second tightrope was opened. Following the same steps, the second ar-1588btb-ib tightrope ii btb passed with ease through the mechanism, and the case was completed. This was discovered during a procedure on (B)(6) 2024.

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
Additional information received on 10/15/2024: this was discovered on the back table during an acl reconstruction procedure. The case was delayed approximately five minutes to get a new ar-1588btb-ib tightrope ii btb; additional anesthesia was not needed.

Manufacturer narrative:
Correction: h1 to n/a. Additional information: b5. Arthrex previously submitted this event as a reportable malfunction out of an abundance of caution. Upon further review and evaluation of associated risk documentation, it has been determined that this event does not meet the criteria of a reportable event under 21 cfr 803.